Event description:
It was reported that during the implant, it was discovered that the helix was already extended. The physician attempted to retract the helix, but it would not retract. It was decided to use the lead by securing it into the interventricular septum. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.